Manufacturer narrative:
The distributor reported upon unpackaging of the stretchers, 17 exhibited brake ring degradation due to the vibration of the sea travel. The distributor did not report the serial numbers affected.

Event description:
It was reported, the brakes were not functioning to specification.